Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros troponin I es (tropi es) results and one vitros thyroid stimulating hormone (tsh) result were obtained from four different patient samples when tested on a vitros 5600 integrated system. The most likely assignable cause is an instrument related issue. A within-run vitros tropi es precision test using a known troponin I free sample was outside of expectations prior to service actions. Service actions were completed by a field engineer including incubator cleaning and adjustments. Post service precision testing was within expectations. The service actions returned the instrument to expected operation. Additionally, the customer is not following the sample collection device manufacturer¿s recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to the event. It is possible that cellular debris was present in the affected samples, although this could not be confirmed. Based on historical quality control results both vitros tropi es and tsh reagent performance is within expectations. However, the level 1 control used for tropi es does not adequately evaluate performance of the vitros tropi es reagent for a sample with troponin I concentrations < url (0.034 ng/ml). Although a vitros tropi es reagent issue is not likely to be a contributing factor, a reagent issue cannot be entirely ruled out. A vitros tsh reagent issue can be ruled out as a contributing factor. In addition, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros trop I es reagent lot 3121 or with vitros tsh reagent lot 5800.

Event description:
A customer reported non-reproducible, higher than expected results from several patient samples using vitros troponin I es (tropi es) reagent and vitros thyroid stimulating hormone (tsh) reagent in combination with a vitros 5600 integrated system. Patient 2 trop I es result of 1.210 ng/ml vs. The expected result of <0.012 ng/ml; patient 3 trop I es result of 0.650 ng/ml vs. The expected result of <0.012 ng/ml; patient 3 tsh result of 3.29 miu/l vs. The expected result of 0.693 miu/l; patient 4 trop I es result of 0.300 ng/ml vs. The expected result of 0.019 ng/ml; patient 5 trop I es result of 0.467 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es results and vitros tsh result were reported from the laboratory for each patient. However, corrected reports were later issued. The four patients were admitted to the catheterization lab for catheter placement based on the higher than expected vitros tropi es results. There was no allegation of patient harm as a result of this event. Based on a consult with the medical safety officer, since no patient harm was reported, it is likely that these patients did not experience serious complications through the unnecessary cardiac catheterization procedure, and long-term serious injuries to these patients due to this procedure are unlikely. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).